Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a low battery alarm on the insulin pump. It was found the battery did not last more than one week on the insulin pump. Customer has had multiple bad battery alarms. It was also found a failed battery test alarm occurred on the insulin pump. Customer's blood glucose was unknown. The customer will be sent a replacement battery cap. The insulin pump will not be returned for analysis.